Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was broken and could no longer charge the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, the cable was replaced to resolve the issue.